Manufacturer narrative:
The system was examined. There was nothing in the servicing record (sr) that indicated the aberrometer readings/measurement contributed to the reported issue. As such, the reported ¿measurement being off by 3.00(d)¿ was unable to be confirmed. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the customer reported event that the measurements were off by 3 diopters is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic reported, the intraoperative aberrometer was three diopters off during cataract surgery with intraocular lens implant. The site did not use the measurements provided and went with their preoperative plan. Additional information is requested. There are two related reports for this event. This report represents the unidentified patient and an additional report will be filed.